Event description:
During the patient's initial stimulation appointment, the audiologist was unable to obtain lock between the external equipment and the cochlear implant.external equipment was exchanged. However, the problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.